Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the extraction screw for ti femoral and tibial nails was received at us cq. Upon visual inspection at cq, it is observed that the threaded part of the device was stripped. The rest of the device looks good with minimal wear without any physical damage consistent with the usage of the device. The stripped threads might be the reason for not threading in properly. Device failure/ defect was found. Dimensional inspection: dimensional inspection of the received device was performed at cq. The diameter of the threaded portion of the device was measured which is within specification as per the drawing. Functional inspection: functional inspection cannot be performed at cq, since mating device was not received at cq. Documentation/ specification review: no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint can be confirmed as the threaded part of the device was found to be stripped. The stripped threads might be the reason for not threading in properly. A definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 357.133, lot: l750826, manufacturing site: hägendorf, release to warehouse date: 08.mar.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On an unknown date two (2) extraction screws for titanium femoral and tibial nails did not thread into the nail when trying to remove them. The quick connection device for flexible shaft connector fell apart. It is unknown if there is patient involvement. This report is for extraction screw for ti femoral and tibial nails. This is report 2 of 2 for (B)(4).